Event description:
Per the clinic, the patient experienced chronic infection (site of infection not confirmed). The device was subsequently explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.